Event description:
Customer reports the compact plus system produced an undosed result of 306mg/dl. Customer was then able to test her blood glucose, and result was 307 mg/dl; high blood symptoms reported with this result, and she went to hospital. Result on hospital meter was in the 40's (mg/dl); treated with saline IV. No quality controls were used. Requested return of suspect device and replacement was sent.